Manufacturer narrative:
The insulin pump functioned properly during functional tests. No motor error alarm was noted. The motor was tested outside the device and passed test. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reports to have received a motor error alarm during bolus delivery. Customer's blood glucose was 323 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).